Manufacturer narrative:
One 5.5 mm operative cannula was returned for evaluation. A visual inspection of the device confirmed the report of disassembly. The sheath has come free from the body of the cannula. The sheath is bent and disfigured were it interfaces with the cannula body. The device is well worn and has been in the field for over 10 years. The condition of the device is attributed to excessive forces being placed on it during use. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the shaft of the operative 5.5mm cannula broke off of the hub in the patient. No injury or other complications were reported.